Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the manufacture, PMA/510k and or part/lot number without returned device or numbers provided. The primary root cause has been identified as wear and tear of the locking mechanism. Specifically the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to body fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle and the eccentric central body position. Synex ii central body devices are currently the subject of a medical device recall. The information provided is insufficient to determine definitive relationship to the device recall issue (in stu loss of height).

Event description:
Patient received recall letter from surgeon: patient status post implantation with synex ii in (B) (6) 2008. Wife states patient needed a second surgery performed in (B) (6) 2008 because the device "moved". Patient's wife states surgeon "used the word collapse". According to patient's wife, patient is experiencing "severe pain".